Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having headache and swallowing around face. There was no report of serious or permanent patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination and no evidence of foam degradation. The device passed all final testing. The device's downloaded event log was reviewed by the manufacturer and found no error logged.